Event description:
Related manufacturer reference number: (B)(4). It was reported that an elevated pacing threshold was noted on the right ventricular (rv) lead. Fluoroscopy found the slack had been pulled out of the leads, likely due to patient anatomy/posture. The rv lead was successfully removed and replaced. Slack was added to the ra lead the patient was in stable condition, and the following days, the lead numbers were stable and acceptable.